Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00012, 3005168196-2016-00013, 3005168196-2016-00014. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils and px slim delivery microcatheters (px slim). During the procedure, the physician placed a px slim in the target vessel through another manufacturer's guide catheter. However, the physician was unable to advance a ruby coil through the px slim and they were both removed from the patient. The physician then attempted to advance two new px slim's through a guide catheter and another manufacturer's catheter but both px slim devices would not advance completely out of the catheters and were removed. The physician ended the procedure at this point. It is unknown if there was any adverse effect to the patient.